Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was failed and not detected on the bus. A field service engineer (fse) identified that the retractor band was cut, replaced the retractor band but the controller was not getting power. Fse replaced the controller board, but the issue remained unresolved. Fse then replaced the solenoid to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3.2 failed with an error message indicating not detected on bus and requiring maintenance. The customer rebooted the station and attempted a recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.